Event description:
The user facility reported that air was injected into the pt during an angiographic procedure. A health care professional at the user facility reported that the pt experienced transient mild chest pain and ECG change but no other symptoms. Additional info was requested from the user facility by the dist but as of the date of this report there was none made available.